Event description:
During the course of post operative healing following a 1st metatarsophalangeal joint fusion, the impalnted hardware became loose but nonpainful. Drainage developed, antibiotic treatment followed and then a return to the or for removal of the implanted hardware and debridement.